Event description:
Additional information received indicated that this pacemaker was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Event description:
Additional information received indicated that memory download was already performed and interrogation of device showed no changes. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device showed 2.5 years to two years remaining longevity. During recent device checked longevity showed 5 years remaining. Boston scientific technical services (ts) discussed possible reason for this issue and suggested performing memory download for analysis. Health care professional (hcp) also noted some undersensing on atrial fibrillation (af) and sensing was adjusted. Additional information received indicated that there was an unexpected battery reading. Further, the patient will have a follow-up check-up and memory download analysis will be perform on next follow-up meeting. Boston scientific technical services (ts) stated that a print memory was needed for battery analysis. As of this time, the device remains in service. No adverse patient effects reported.